Event description:
Account called and alleged that the head would not raise from either siderail. He changed the head valves and still the same issue. He swapped the coils and wires and still no head up. He checked his CPR and it is not stuck either.

Manufacturer narrative:
Three calls have been made to resolve this with the account without success.